Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported receiving the software error detected (pump error 53) three times on different days during the night. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm. The customer did not receive a request to rewind the insulin pump. The insulin pump passed the self-test and the error label did not indicate that the insulin pump should be replaced. The customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis.